Manufacturer narrative:
Additional information: d10, g3, h3. Evaluation of the returned device was completed. The x-ray evaluation revealed that the cam assembly was activated one (1) time and one (1) stent was found outside of the singulator and before the trocar splay. The trigger button motion was functioning as intended and the device was able to actuate all remaining positions. The stent was able to deploy from the injector. The injector¿s splayed trocar was found broken at the proximal root of the splay. The broken tip of the trocar was not returned. This finding likely occurred during the surgical procedure, as described in the customer¿s reported issue. The trocar was likely heavily biased outside of the v-slot during the singulation event as indicated by the sem analysis. The right side of the trocar splay likely experienced tension while the left side was compressed. The bias resulted in the stent colliding with the trocar, which caused the fracture. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray. If any of the frontal components were bent during x-ray, the unit should get rejected. There were no other non-conformances related to the reported event found. A review of x-ray images for lot 102400, revealed that accepted device injectors contained splayed trocars that have met the required specifications. It is highly unlikely that the splayed trocar was shipped out bent or broken as it undergoes critical dimension inspection after injector assembly. Furthermore, all devices undergo visual inspection via x-ray. If any of the frontal components were bent or broken during x-ray, the unit should get rejected. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified; however, the most likely cause is a heavily bias trocar during attempt to release the first stent. MFR# reference: 30557.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there was no non-conformity found to be related to the reported event. A complaint history lot review was completed for this lot and there was no complaint found to be related to the reported event. A review of the device labeling including the risk analysis was completed. The reported issue was identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following a right eye cataract surgery, the trocar broke during attempt to implant the stents from a trabecular micro bypass stent system. The trocar remnant were removed intraoperatively, and a back-up device was used to complete the procedure. There was not report of patient injury. Additional information has been requested.